Manufacturer narrative:
MDR 9618003-2019-08885 / device 7 of 10. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that all 10 wafers had an off-centered starter hole and she experienced a decrease in wear time from 3-4 days to 1-2 days. She also reported "minor" skin irritation from changing so frequently. She denied bleeding or stomal injury. No photo is available at this time.